Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the subject device found the scope cylinder was clogged with a clip and there was residual liquid/foreign material coming out of the scope cylinder indicating insufficient cleaning; however; the customer returned the device without reprocessing due to the lodged clip which caused the foreign material to remain in the subject device. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had a clip stuck in the suction valve and a crack in the rubber plug was found. The issue occurred during a procedure. Inspection and testing found the scope cylinder was clogged with a clip and the clogging could not be removed. There was residual liquid/foreign material coming out of the scope cylinder which was caused by insufficient cleaning. The foreign material could not be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to a cut of switch 1 and expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever. The control unit and scope cover had a crack. It was also noted that the insulation resistance value at the distal end did not meet standard due to a scratch on the plastic distal end cover. The light guide lens and adhesive on the bending section rubber had a chip. It was also noted that the connecting tube and universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.